Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and chest pain. The right atrial (ra) lead exhibited possible capture management issue. The ra lead remains in use. No further patient complications have been reported as a result of this event.